Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a pump error alarm on the insulin pump. The customer¿s blood glucose was unknown. Troubleshooting was performed. The customer was advised to rewind and reset the insulin pump. They were advised to perform the self-test. The customer was in a car during the call and was not able to perform the troubleshooting steps. The customer stated they will perform the steps as soon as they have an opportunity. They were advised to monitor the insulin pump and call back if they have any further alarms. The results of the troubleshooting were unknown. The device will not be returned for analysis.